Event description:
There was an allegation of a questionable elecsys ca 19-9 result from the cobas 6000 e601 module for one patient. The initial result was 12.96 u/ml. The repeat result on a cobas e601 was 15.00 u/ml. A result on a tellgen analyzer was 105.27 u/ml. The repeat result on a tellgen analyzer was 112.64 u/ml. The repeat result on a tellgen analyzer with peg was 274.76 u/ml. The repeat result on an abbott analyzer was 590.87 u/ml. A second sample was collected on (B)(6) 2025, and the result was 12.69 u/ml. A repeat result with a 1:5 dilution was 84.92 u/ml. A repeat result with a 1:10 dilution was 129.2 u/ml. A result on a tellgen analyzer was 138.26 u/ml. A third sample collected on (B)(6) 2025 had a result of 12.58 u/ml. A fourth sample collected on (B)(6) 2025 had a result of 13.12 u/ml. A fifth sample collected on (B)(6) 2025 had a result of 8.53 u/ml. A repeat result with a 1:10 dilution was 19.53 u/ml. A result on a tellgen analyzer was 11.97 u/ml. The questionable result was not released outside of the laboratory and was detectable to the customer because it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The patient had elevated lipid and blood glucose levels. The qc was in range on the date of the event. Per product labeling, "samples with ca 19-9 concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:10 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 50 u/ml. The ca 19-9 antigen tends to aggregate. This may led to non-linear dilution behavior in certain individual samples." The sample was requested for investigation but could not be provided. The investigation was unable to determine a direct root cause. A general reagent problem could be excluded as the qc was within the range on the date of the event.